Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 reduced temperature control. Patient temperature (pt) was 38c, targeted temperature (tt) was 37c, water temperature (wt) was 31.4c, water flow rate (wfr) was 2.6 l per m. 4 pads connected to adult patient. System diagnostics showed that the outlet monitor temperature (t1) was 31.4c, outlet control temperature (t2) was 31.4c, inlet temperature (t3) was 31.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6192.3 and pump hours were 5413.5. Advised to swap out to alternate device and send this one in labeled 113 not cooling. Sn dybqy012 per follow up information received via task on 19feb2026, transferred and confirmed faulty mixing pump was going to be replaced onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Patient temperature (pt) was 38c, targeted temperature (tt) was 37c, water temperature (wt) was 31.4c, water flow rate (wfr) was 2.6 l/m. 4 pads connected to adult patient. System diagnostics showed that the outlet monitor temperature (t1) was 31.4c, outlet control temperature (t2) was 31.4c, inlet temperature (t3) was 31.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6192.3 and pump hours were 5413.5. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn dybqy012 per follow up information received via task on 19feb2026, transferred to the biomed. Spoke with biomed who confirmed faulty mixing pump was going to be replaced onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 reduced temperature control. Patient temperature (pt) was 38c, targeted temperature (tt) was 37c, water temperature (wt) was 31.4c, water flow rate (wfr) was 2.6 l per m. 4 pads connected to adult patient. System diagnostics showed that the outlet monitor temperature (t1) was 31.4c, outlet control temperature (t2) was 31.4c, inlet temperature (t3) was 31.4c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 2.5 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 69 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 6192.3 and pump hours were 5413.5. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Sn (B)(6). Per follow up information received via task on 19feb2026, transferred to the biomed. Spoke with biomed who confirmed faulty mixing pump was going to be replaced onsite.